Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and insulin injections were administered to address the bg level. The cause of the high bg was not known. However, the customer reported that the high bg occurred after the pump supplies were changed and it was thought that the pump may be a possible cause of the high bg. The customer thought the pump stopped working as the bg did not decrease. The customer reverted to using insulin injections for insulin therapy.